Event description:
It was observed that during the device evaluation, the camera head had corrosion on the free lock lever and scope mount and a scratch on the lens (of the main body). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation was unable to determine the cause of the failures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.